Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her "stimulator goes down automatically", and she needs to increase it. Patient needed help doing this. The patient clarified that she was usually using program 4 at 2.4v, but she was currently at 1.8v and needed to increase it because her target symptoms have returned the last three days. Patient stated it amplitude lowers by itself, and it happens all the time and had been happening since implant. Patient services had the patient sync with the implantable neurostimulator (ins). Patient confirmed that program 4 was selected at 1.8v, but stimulation was off. The patient was assisted in turning stimulation back on and was then able to increase stimulation as desired. The patient indicators for use are for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.